Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: c2tr01, crt-p; implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead exhibited high thresholds and the right atrial (ra) lead exhibited unstable thresholds. The physician had difficulty explanting the lv lead and the lead was only partially removed. The lv lead was not replaced at this time and a new ra lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.